Manufacturer narrative:
A visual inspection was performed on the received condition of the scope bending section and confirmed the adhesive was chipped-off and missing on both ends exposing the fish-line threads below (distal end and insertion tube side). Approximately 60 % of the adhesive was missing at the distal end and 10 % for the insertion tube side. There were scratches, dents, cracks, sharps edges and glue separation noted on both ends of the adhesive during inspection. A cotton test was performed and confirmed the cotton was snagging/catching onto the damaged adhesive. No missing adhesive was return for evaluation. The c-cover was also inspected and found dents on the edge and missing adhesive on the object lens. In addition to findings, the insertion tube was found with dents/collapse and not passing the ring gauge inspection. According to the servicing history, the last major service was performed on june 13, 2019, a full factory refurbishment. At the time of service, the scope ID had a reading of 98 uses with 3,636 minutes in used. The scope ID now reads at 174 uses with 6,219 minutes of usages. Based on the evaluations and findings, the cause of the reported complaint is likely attributed to scope mishandling and or chemical damage during the reprocessing process which can deteriorate the adhesive overtime causing it to break off resulting in the users¿ experience.

Event description:
The user facility reported that during a bronchoscopy procedure in the or, a black fleck fell off the distal tip of the scope into the patient's bronchi. The doctor was unable to retrieve the fragment. The intended procedure was completed with a similar device. There was no patient injury reported.